Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not observe priming drops at multiple volumes during a supply change, and a wet cartridge was identified as leaking, consistent with a cartridge leak and infusion system delivery issue. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of a new supply change without medical intervention. Investigation included guided troubleshooting and education, removal of the cartridge, inspection for leakage, drying of the pump chamber, and replacement of supplies. Investigation of this case revealed evidence of a leaking cartridge as the likely source of failed priming, with no device alarms and normal function after replacement supplies were installed. It was concluded, based on previously established findings for similar reports, that the cause was use of a leaking cartridge resolved by replacement and proper setup.